Event description:
It was reported that during a lap appendectomy procedure, the device would not cut and would not re-open. Not sure if it was stuck on tissue. They got a new device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.